Event description:
Patient claims to have been experiencing low battery issues after only two to three weeks of battery use. Patient disconnected from pump for two weeks and went to insert a new battery into the pump and pump will not power up. This required no physician or hospital intervention. Insulin injections were done at home.